Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of the fiber and sheath being the same length could not be confirmed because no sample was returned for evaluation. Without receiving the product for evaluation, the root cause cannot be determined. A possible factor could be due to the fiber not correctly oriented in the trè-sheath. Without receiving product to evaluate, we cannot confirm the presence glue on the fitting. Though no issues were found in when reviewing the lot history records, the department responsible for bonding the fitting to the venacure fiber have been made aware of this complaint. During the manufacturing process the presence of glue fillets on the fiber fitting is 100% inspected and also receives one aql inspection. In addition to those inspections, the tensile strength of the fitting on each fiber is tested. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number contains the following statement; "properly attach the sterile, single use disposable nevertouch laser fiber by removing the protective cap and completely screwing the fiber fitting to lasers' sma 905 connector until tight and secure. Remove fiber stop assembly. Pull the sheath back and lock it to the sheath-lok fitting. Confirm location of the fiber using ultrasound guidance." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Event description:
As reported to angiodynamics on august 30, 2017: during an evlt procedure, it was noted the fiber stop detached from the laser fiber shaft. There was no report of patient harm or injury due to this event. It was reported the disposable device is not available for return for evaluation by the manufacturer.